Event description:
Caller states the use by date on the comfort curve test strip vial label is 04/30/2010; manufacturer's batch record confirmed the actual use by date to be 04/30/2008. No adverse event reported. Requested return of product, customer declined replacement.

Event description:
It was reported that during an unknown procedure, the device would not fire. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.